Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with contact detach infusion sets after a supply change; blood glucose rose to 242 mg/dl and later reached 300 mg/dl, and the user confirmed completing cartridge, tubing, and cannula fill steps and announcing a usual meal prior to the event. Symptoms included elevated blood glucose without reported ketone testing, adverse effects, or medical intervention. Outcomes included resolution after the user changed supplies, with glucose levels improving. Investigation included customer support troubleshooting and user education on changing supplies when insulin delivery is in doubt. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and improved after infusion set and supply replacement..